Manufacturer narrative:
The following sections have been updated: g4: additional PMA/510(k) number k101880.

Event description:
It was reported that at site 30 patient presented and implant crown was out of mouth. It just fell off during the christmas holiday. Exam revealed screw had fractured. When evaluated by surgeon, screw was removed, implant itself fractured rendering crown unusable. Requested reimbursement for all parts purchased. The implant was removed. Symptoms as a result of the event: inflammation

Manufacturer narrative:
Zimvie did not receive one (1) tsvtwb11, (imp,tsv,4.7,11.5,mtx,mg),, for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the [tsvtwb11] dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: ¿dental : functional : fracture : implant¿ the customer submitted images for the reported event. The x-ray image captures the collar of the implant fractured. Based on the investigation and risk management file review as per (B)(4), the most likely root cause determined from the investigation was clinician selects implant that is unable to resist long-term occlusal loading. Therefore, based on the available information, a device malfunction did occur. The x-ray shows that the fracture has been identified on the collar. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that at site 30 patient presented and implant crown was out of mouth. It just fell off during the christmas holiday. Exam revealed screw had fractured. When evaluated by surgeon, screw was removed, implant itself fractured rendering crown unusable. Requested reimbursement for all parts purchased. The implant was removed. Symptoms as a result of the event: inflammation.